Event description:
The pt was seen on 10/17/99 because of chest pain and elevated enzymes, pt transported 50 miles and admitted to coronary unit. The enzymes ran at the new facility were normal. A vq scan & echocardiogram were performed with normal results. This is no the first time facility has received elevated results which turned out to be normal. The serum which gave elevated results was sent to the new facility referrence lab where results came back normal. There is an underlying problem with the analytical procedure.